Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented in the emergency room, cardiac tamponade was observed. A computerized tomography scan (B)(6)2020 revealed that the right ventricular lead had perforated. A pericardial drain was placed and the lead was explanted and replaced. The patient was stable following.